Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not save images. No pt injury was reported.